Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported rash cannot be confirmed. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states, "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a rash from the sensor patch on that occurred on (B)(6) 2015. Patient stated the insertion site was at her abdomen and that her skin had redness under the sensor patch. The patient spoke with her physician over the phone who recommended to only wear the sensor for two day periods rather than seven. No additional event or patient information is available.